Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia and the customer alleged insulin pump for possible under delivery anomaly. Blood glucose level was above 33.3 mmol/l and they corrected it with syringe. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had been experiencing hyperglycemia for the past two weeks. Insulin pump will not be returned for analysis